Event description:
While transporting pt from o.r. To intensive care after tracheostomy performed peep resuscitator bag in use would not collapse to deliver the breath when squeezed. When bag was removed from trach connector, a long exhalation was heard from pt. New bag attached and functioned well.